Event description:
Enve ventilator stopped ventilating the patient while respiratory therapist was at the bedside. Measured values had "dashes" and there were no breaths being given to the patient. No alarms were being activated by the ventilator. Patient's sp02 values dropped to 85%, but the patient quickly recovered with ambu bag ventilation. Nurse determined patient suffered no injury because of the event. The ventilator was removed from service and was returned to the manufacturer for inspection and repair. The last preventative maintenance was sept. 2018.